Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with a 300c mentor memorygel breast implant and experienced rupture post procedure. As a result, the patient had bilateral prosthesis replacement with 400cc mentor memorygel breast implant prostheses on (B)(6) 2018. The device was received at mentor with clear gel . No material was observed within the device and gel on the shell surface. Evaluation of the device revealed a rent measuring <0.1 cm within an area of siltex cracking on the posterior aspect. No other anomalies were observed. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage of the material observed within the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 300c mentor memorygel breast implant, catalog #3543007, lot #l20253. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation revision with a 300c mentor memorygel breast implant and experienced rupture post procedure. As a result, the patient had bilateral prosthesis replacement with 400cc mentor memorygel breast implant prostheses on (B)(6) 2018.

Manufacturer narrative:
A device history review has been performed on our manufacturing and quality records for product code 354-3007, lot #: l20253 on 02/12/2018. Review indicates that product met specified quality requirements prior to release. No discrepancies were recorded during the manufacturing process. The device reported in this complaint was manufactured in leiden. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/ psrs or mdrs. However, since it has already been reported, future updates will continue to be sent to FDA as applicable. The mentor failure analysis lab has received the device for evaluation on 02/15/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).